Manufacturer narrative:
As stated in the event description, on (B)(6) 2020, ad-tech's sales manager was notified via email, of an issue from one of their distributors. The distributor had stated that they had received a complaint from a customer stating that one (1) 6-contact depth electrode "... Had ended with blood +/- cerebral spinal fluid (csf) entering the electrode shaft..." A follow up email was sent to the distributor on march 10, 2020 requesting additional information, including if there was any impact to patient safety. Ad-tech is currently awaiting a response. According to the customer, they were concerned about this as it presents a potential infection risk. Ad-tech performed a preliminary risk assessment of the issue. The event identified an inadequate hermetic seal of the brain end contacts and therefore, the most applicable harm was deemed, "biological - adverse or allergic reaction".

Event description:
On (B)(6) 2020, ad-tech's sales manager was notified via email, of an issue from one of their distributors. The distributor had stated that they had received a complaint from a customer stating that one (1) 6-contact depth electrode "... Had ended with blood +/- cerebral spinal fluid (csf) entering the electrode shaft..." A follow up email was sent to the distributor on march 10, 2020 requesting additional information, including if there was any impact to patient safety. Ad-tech is currently awaiting a response.